Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture as the pacing impedance was noted to be high/undefined and noise /oversensing was noted. The lead was explanted and replaced. During the replacement procedure, the right atrial (ra) lead was noted to have pulled back which increased the threshold. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.